Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was playing volleyball and as a result the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.